Manufacturer narrative:
New additional information received: the (B)(6) 2010 repeat result was <0.002 ng/ml, not <0.003 ng/ml as previously provided in the initial medwatch report.

Manufacturer narrative:
The investigation did not determine a specific root cause. The patient was not adversely affected.

Event description:
The customer received discrepant total prostate-specific antigen (tpsa) results for one patient sample. The initial result was 2.8 ng/ml and was reported outside the laboratory. The patient questioned the result and the sample was repeated on (B)(6) 2010. The repeat result was <0.003 ng/ml. The patient was not harmed. The tpsa reagent used was lot number 157638.

Manufacturer narrative:
This event occurred in (B)(6).